Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "iii/IV.¿

Event description:
Healthcare professional reported right side capsular contracture, baker grade "iii/IV", and "patient's concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases flat, yellow particles in the shell and weight to the spec. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV, and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.